Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported broken syringe tips.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for the investigation, but photos were provided. The photos were reviewed, and the reported condition was confirmed; broken luer tips were observed. Based on all available information, a definitive root cause could not be determined at this time. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. If a physical sample is received at a later date, the investigation will be reopened and updated accordingly. A corrective action is not applicable at this time. However, the reported condition will be communicated to the appropriate quality and manufacturing personnel to heighten awareness. This complaint will be used for tracking and trending purposes.